Event description:
During an endoscopic retrograde cholangio-pancreatography procedure, a stone retreival basket was used. During operation of the retrieval basket, the basket wires at the proximal portion protruded through the reinforcement sheath. The account stated that the wires needed to be removed from the nurses hand using wire cutters. A second basket was utilized and during deployment the proximal portion of the outer handle broke. No injury occurred to the pt, add'l info was not provided.